Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 6.0x100 mm absolute pro ll self expanding stent delivery system (sess) partially deployed in the superficial femoral artery; the stent flowered. The stent was not implanted, the sess was removed from the anatomy and when it was on the table, the stent fully deployed. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during advancement interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/partially deploy the stent; however, this cannot be confirmed. As reported, the device was removed from the anatomy and the stent inadvertently fully deployed, resulting in the reported difficult or delayed activation. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device returning status updated from yes to no.